Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 16-april-2024, the patient reported the infusion set fell off during use. The infusion set was in use for 2-3 days. The blood glucose level was found to be 320 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.